Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: recurring angina and shortness of breath requiring surgical intervention; CABG is considered permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 2.5 x 28 mm xience v was deployed in the 1st diagonal and a 2.5 x 08mm xience v was placed in the mid lad. Eight months later, the patient returned for a third time with chest pain or angina equivalent and shortness of breath. Stable angina-worst cardiovascular society angina class ii. Revascularization of the lad was done as CABG two days later. No additional event or patient information is available.

Manufacturer narrative:
The other xience v stent is being reported under this same manufacturer report number.